Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received sensor scan results of 50 mg/dl compared to readings of 170 mg/dl respectively obtained on a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor; no issues were observed. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 8 (indicating error termination). The log file analysis conclusion determined that sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. A watermark was observed at the base of the sensor tail, indicating sensor being properly inserted. Further investigation was performed where the sensor was de-cased, and no issues were observed upon visual inspection of the printed circuit board assembly (pcba). A source measure unit (smu) test was performed to verify that the returned sensor¿s electronics were functioning within specification. All results were within specification. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the products were reviewed and the dhrs showed the products passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received sensor scan results of 50 mg/dl compared to readings of 170 mg/dl respectively obtained on a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.